Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2015-00049 follow up 1.

Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2015-00046: plate,MDR 3025141-2015-00047: screw 1,MDR 3025141-2015-00048: screw 2,MDR 3025141-2015-00049: screw 3,MDR 3025141-2015-00051: screw 5,MDR 3025141-2015-00052: screw 6,MDR 3025141-2015-00053: screw 7.

Event description:
Following implantation of an olecranon plate, the plate broke. The plate was explanted; however, one of the screw could not be removed and was left in the patient.